Event description:
An issue was reported regarding the insulin pump's gauge displaying a different amount than expected, with a current fill estimate of 10 units instead of the expected 210 units. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, reloaded the same cartridge and planned to monitor the situation, following up if necessary.